Event description:
Affiliate reported that during the operation the microsensor did not work correctly. It was therefore replaced with another icp device. It is not clear if the problem was found intraoperatively or if the device was actually implanted.

Manufacturer narrative:
It has been communicated that the device and/or lot info is not available for eval. Without the device and/or lot info it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot info does become available, this complaint will be re-opened, evaluated and a f/u report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.